Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the fractured provisional was found in an instrument tray. All pieces of the product were returned.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of initial follow up. Visual inspection of the returned tibial articular surface provisional(tasp) found that the central post had completely fractured. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice .ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review.